Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image has been provided for review. Nothing indicative of a product problem is identified. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
It was reported that patient was revised to address mechanical failure. Metallosis. Summit cemented stem is staying in patient. Asr components to revise. Will not return implants to depuy. No other information is available. Doi: (B)(6) 2007. Dor: (B)(6) 2020; affected side: right hip.